Manufacturer narrative:
Evaluation summary: a review of the device history records of the specimen did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The device was received for evaluation. The specimen presented overload damage to both joint regions of the device, resulting in complete removal of the coil wire from the core wire and a relaxed tip angle, with adhesive remnant present on the core and coil wires at the joint regions. The proximal end of the detached coil segment presented stretched coil wraps and alignment damage. Dried blood-like material deposits was present on and between the coil wraps and within the coil lumen at the proximal end. No other damage or inconsistencies were noted to the specimen. Except where noted, the specimen device appeared visually and dimensionally correct. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the nitrex wire during a pcc exchange to treat a non-tortuous vessel as per IFU. It was reported the physician felt resistance advancing the nitrex wire. The physician pulled on the wire and observed the wire tip had detached in vivo. The physician was able to retrieve the wire tip in a catheter with no complications reported. No injury to the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.